Manufacturer narrative:
Follow-up # 1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2013 with the following findings: the pump¿s settings show that the insulin on board is on with duration of 3.0 hours. Boluses were performed during testing and the insulin on board accurately reflected the bolus amounts. The complaint could not be duplicated or confirmed during testing.

Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the pump has not ever shown the insulin on board (iob) on the pump. Troubleshooting indicated that the iob-2 was noted to be on. Troubleshooting indicated that the iob showed dashes on the screen and she recently bolused. The reporter denied any trauma or moisture to the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the insulin on board calculation issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.